Event description:
It was reported that t:slim x2 pump battery did not charge and charging connection was not recognized when customer used usual charging cable and third-party wall adapter. There was no reported impact to the customer¿s blood glucose level. Customer tried different wall adapters and then used different charging cable and wall adapter, after which pump began charging and no further assistance was required.